Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right coronary artery (rca) with heavy calcification and moderate tortuosity. The 4.0x15mm nc trek balloon dilation catheter (bdc) was attempted to be used for post-dilatation of a 4.0x15mm non-abbott stent; however, after several attempts the balloon failed to inflate. An attempt was made with another indeflator, but the balloon still did not inflate. It was confirmed that the nc trek was losing pressure during the attempts to inflate the balloon. The bdc was removed from the patient and a new same size nc trek was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.